Event description:
It was reported that a sphere 9 catheter was used during a cardiac ablation procedure to treat persistent atrial fibrillation. While performing radiofrequency ablation on the anterior mitral line on the anterior wall near the valve, the patient experienced atrioventricular block (type 3 or complete heart block), with an episode lasting about 5 seconds. Temporary pacing was initiated immediately and conduction recovered. Intracardiac echocardiogram imaging was used, and it was reported that the ablation target location and proximity to the conduction system was not confirmed with imaging prior to starting ablation. It was also reported that the anterior mitral line ablation may have been too septal to start. No energy delivery issues or electrogram issues were observed, and no medications were administered during the procedure that could contribute to heart block. The case was completed. The patient later returned to the hospital in heart block, per the physician report. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.